Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient missed a pump refill in (B)(6) 2016 due to being admitted to a nursing home. The empty reservoir alarm occurred on (B)(6) 2016. It was noted that the hcp refilled the pump yesterday and decreased the patient's dose in half. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.